Event description:
It was reported that during a lap uterine myomectomy, an error sound was heard twice and an error 5 was displayed. Every time the sound was heard, the active blade was checked visually and as no damage was found the device was used as it is. However, as the sound was changed to the continuous sound, the doctor stopped using the device. When the device was checked out of the patient, it was found that the tip of the active blade was missing. No pieces were confirmed in the patient laparoscopically, neither with the operation video, nor with x-ray photos which was performed during the operation. The doctor determined no pieces were left inside the patient, and closed the incisions. Another device was used to complete the case. There were no adverse consequences to the patient the doctor commented as follows: a myoma borer and a craw forceps were used to hold the uterus but they did not contact to the device. When the device was checked visually, a scratch which seemed to be made by metal was found on a part of the blade. The doctor believed that the broken pieces were not left in the patient and the blade was probably broken off out of the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.